Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the distal end plastic cover detached fragment could not be determined, however, the issue was likely the result of component failure due to stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto-nephro videoscope to the service center for a separate issue. During the device analysis, the service repair technician found that the distal end plastic cover was chipped/fragment detached. The plastic cover was replaced. There was no patient involvement, and no harm was reported as a result of the event.